Manufacturer narrative:
Gehc service personnel confirmed that system lost communication with c-arm by observance error logs. Checked voltages on transformer. Output was 126. Re-tapped primary side of transformer and outputs read 119. Adjusted voltage on ps1 from 5.05 vdc to 5.15. Gib board battery was at 0.217 vdc. Replaced battery with a good once supplied by in-house bio-med. Used bsd stuff. Verified operation.

Event description:
Customer reported on 6/12/07 that during a case on four days earlier that the c-arm locked up and did not function they rebooted and continued to use it. Software of workstation is 4.2.12.